Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, local infection / subacute chronic osteitis, preceding bone augmentation (8 months before), peri-implantitis, swelling, fistula, abscess, inflammation.